Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2004 and mesh was implanted. The patient underwent a gynecological procedure on (B)(6) 2004 and bard uretex was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2004 along with concurrent cystoscopy and revision of ipg site due to detrusor instability, status post-interstim w/painful ipg site, and sui. It was reported that the patient underwent a procedure (interstim test stimulation) on (B)(6) 2003 due to refractory frequency, urge and urge incontinence. It was reported that the patient underwent a procedure (interstim permanent implantation, right 83 foramina) on (B)(6) 2003 due to refractory frequency, urge and urge incontinence. It was reported that the patient underwent a procedure (attempted tightening of previous sling followed by removal and placement of new retropublic tension free sling, intraoperative cystoscopy, adjustment of tension) on (B)(6) 2004 due to persistent sui following transobturator sling. It was noted that the patient ¿since her periurethral tegress injection ((B)(6) 2005) has had exacerbation of her symptoms of urgency, frequency and pain (on (B)(6) 2005). It was reported that patient underwent a procedure on (B)(6) 2006 (botox injection in bladder, cystoscopy, adjustable sling) due to isd and severe detrusor instability, and unresponsiveness to previous therapies. It was reported that the patient underwent a procedure (cystourethroscopy) on (B)(6) 2007 due to chronic recurrent cystitis gentamacin bladder irrigations. It was reported that the patient underwent a procedure (cystoscopy followed by botox injection) on (B)(6)2008 due to severe bladder detrusor hyperactivity, unresponsive to conservative therapy,and skin cellulitis at site of previous sling. It was reported that on (B)(6) 2008 the patient underwent procedures (explanation and debridement of suprapubic wound due to infected adjustable sling, and suprapubic barrett spool. No additional information provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2004, and a mesh was implanted. It was reported that the patient underwent a cystourethroscopy on (B)(6) 2007, due to severe detrusor instability, urinary incontinence. No additional information was provided.